Event description:
Endometrial ablation resulting in perforation of the posterior surface of the uterus due to difficulty in visualization leading to total abdominal hysterectomy. The cervix was dilated with a #12 dilator. Pt had "piling and redundancy of the tissue." Followup: upon further investigation, it was determined that difficulty in visualization was due to excessive water flow during the procedure leading to the perforation of the uterus.